Event description:
The customer reported experiencing temperature alarms 10 and 11 on their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup insulin delivery method, and technical support arranged for the pump to be replaced. They confirmed the shipping address, instructed the customer on storage mode, and provided a pre-paid label for returning the problematic pump within ten days.